Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, following deployment of a 23mm sapien valve in a 50:50 position across the native aortic annulus, moderate-to-severe paravalvular leak (pvl) was noted on echo. Post dilatation was performed with 1ml added to the delivery balloon, but the pvl remained unchanged. The medical team determined that the sapien valve was slightly undersized and the aortic root was tall enough to support a 26mm sapien valve. A 26mm sapien valve was then implanted in a 70:30 aortic position within the 23mm sapien valve, which resolved the pvl. The patient was extubated and transported in stable to condition to the critical care unit. The native aortic annular diameter was 21.8mm by tee. The native aortic valve was severely calcified. The patient¿s ejection fraction (ef) was 55%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per the implanting physician, the 23mm sapien valve slightly undersized, which caused the pvl.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case the exact cause for the event cannot be determined however, patient (severe calcification) and procedural factors could have caused or contributed to the event. Per report, the implanting physician assessed that the 23mm sapien valve was too small for the native annulus, which caused to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.